Manufacturer narrative:
Exact date unknown, event occurred four months ago from the date manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19527318.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a complete spinal cord stimulator (scs) system replacement procedure wherein a magnetic resonance imaging (MRI) compatible ipg and linear leads were implanted. The patient was doing well postoperatively and all explanted devices were discarded by the medical facility.